Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting crosstalk p-wave oversensing on the right ventricular (rv) channel. A decrease in rv amplitude measurements was also observed. Troubleshooting options were provided to the field and the crt-d remains in service. No adverse patient effects were reported.